Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began ¿a month ago¿. The patient manages her diabetes with insulin (levemir, self adjuster) and continued her usual daily dose of medication in response to the alleged power issue. The patient reported, ¿a couple days¿ after the alleged issue occurred, she began to develop symptoms of ¿dizzy, headache, frequent urination, and drinking a lot¿. At an unspecified time on (B)(6) 2013, the patient went into her doctor¿s office for a visit. Her blood glucose was tested with the doctor/clinic meter and obtained a result of ¿425 mg/dl¿. Her health care professional (hcp) advised her ¿take 20 units of novolog insulin¿. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca noted that the batteries in the subject meter did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.